Event description:
It is reported the original surgery was performed in (B)(6) of 2013, the exact date is unknown. On (B)(6) 2015 it was identified one of the sternalock blu screws was backing out. The one loose screw was removed with local anesthesia. It was identified the patient's bone has already reduced at this time; after this revision the patient have a favorable outcome. The surgeon commented "there are possibility that patient has fragile bone and the locking of screw and plate was weak."

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. The facility reports the screw was discarded, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.